Event description:
The customer reported that the therapy port was loose. The device subsequently failed opcheck. There was no pt involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.